Manufacturer narrative:
Device evaluated by MFR.: a coil, introducer sheath and a delivery wire were returned for evaluation. The coil was found detached outside the introducer sheath. The twist lock was found open. The introducer sheath and the delivery wire were inspected and no issues were noted. The coil was inspected and was found stretched and with some blood in the fibers. The amount of blood found in the fibers is consistent with a wrong flush performed. Microscopic inspection was done on the zap tip shape and surface of both the coil and the delivery wire observed no damage. Similarly, the interlocking arm of both the delivery wire and the coil noted no damage. Dimensional inspection of the delivery wire and the coil were noted to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: the use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device. Also wrong performance of the flush during the procedure, as per event description "frequency of flushing ? : intermittent", however the dfu states that a continuous flush should be performed. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
It was reported that the tip of the coil came out of the tip of the catheter upon removal. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, a non bsc angiographic catheter was engaged in the iia. After intermittent flushing was performed, the interlock coil was used and the tip of the coil came out from the tip of the catheter and was unable to advance further. The coil and the catheter was pulled out from the sheath as it was. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the tip of the coil came out of the tip of the catheter upon removal. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 12mm x 40cm interlock¿-35 was selected for use. During the procedure, a non bsc angiographic catheter was engaged in the iia. After intermittent flushing was performed, the interlock coil was used and the tip of the coil came out from the tip of the catheter and was unable to advance further. The coil and the catheter was pulled out from the sheath as it was. The procedure was completed with a different device. No patient complications were reported.